Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The customer was hospitalized on (B)(6) 2015. The caller stated that the visiting nurses saw the patient previously and said that he was doing fine. The customer had heart disease. The customer's blood glucose, at the time of death, is unknown. However, the last recorded blood glucose value was 208 mg/dl on (B)(6) 2015, approximately at 6 pm. The caller stated that the customer was wearing the insulin pump all day, but, disconnected in order to take a shower. After the shower the customer started having a heart attack and was not wearing the insulin pump; had been disconnected 10 to 15 minutes. The caller stated that the customer had not used sensors for months. The caller did not want to return the insulin pump at this time.